Event description:
According to the reporter, during use, the patient had a significant hematoma on the left forehead region that was approximately size of a "loonie".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.